Manufacturer narrative:
Concomitant products: 0063 boston scientific lead, implanted: (B)(6) 1993; 0072 boston scientific lead, implanted: (B)(6) 1993.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing syncope. It was noted that the patient received two inappropriate shocks from their implantable cardioverter defibrillator (ICD) when getting out of a hot tub due to oversensing which was caused by possible electromagnetic interference. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.